Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. The customer will receive a replacement device. Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device experienced a recurring loop, repeatedly playing the same voice prompt without advancing to the subsequent step. Without proper voice prompts, a lay user would not receive the audible instructions on how to use the device on a patient, if needed. There was no report of patient harm associated with the reported event.

Event description:
The customer contacted stryker to report that their device experienced a recurring loop, repeatedly playing the same voice prompt without advancing to the subsequent step. Without proper voice prompts, a lay user would not receive the audible instructions on how to use the device on a patient, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer¿s device at the product assessment center (pac) and was not able to verify or duplicate the reported issue. The device was able to analyze, charge and shock with no discrepancies. The electrode tray was not returned for investigation. Therefore, no cause could be determined. The customer received a replacement device and the customer's device was archived by stryker.